Manufacturer narrative:
Siemens filed the initial MDR on 13-dec-2018. Additional information (02-jan-2019): siemens further investigated the issue and maintenance was required for reagent arm 4 (r4) and the photometer. The siemens customer service engineer repaired the r4 and photometer. Alignment and service methods tests were run and passed. Quality controls were run and were within acceptable ranges. The potential cause of the discordant carbon dioxide result was due to the malfunction of the r4 and photometer. There is no indication of a product non-conformance. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Section h6 conclusion code was updated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The level 1 quality controls were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The server 3 probes were aligned and service method tests (smts) were run. The cse adjusted the reagent arm 4 (r4) bottom of cuvette position and cleaned, lubricated and tested the cuvette ring. The cse cleaned cuvette position 183 and auto aligned r4. Quick check was run and passed. Server 3 controls were run and were in range. The cse ordered a xenon lamp and returned to replace parts on the photometer. A full auto-alignment was performed. All diagnostic testing passed. Voltage was in range for the lamp. Quality controls were run and were in acceptable ranges. The cause of the discordant, falsely low co2 result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.